Event description:
The customer reported to olympus, during a therapeutic endobronchial ultrasound (ebus) procedure, the evis eus ultrasound bronchofibervideoscope had a bad image with a dark y-shaped shadow in the center of the lens and in occasions was losing the endoscopic image. It was noted, the procedure was delayed by 20 minutes and a different scope had to be used for the procedure. There was no harm or user injury reported due to the event. Patient identifier (B)(6) captures a related event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. During evaluation, it was observed, the image guide bundle had a stain, the adhesive on the bending section cover had a chip, the connecting tube was deformed and due to wear of the angle wire, bending angle in up direction did not meet the standard value. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The following additional information was received from the customer: the event occurred during the middle of the endobronchial ultrasound (ebus) procedure. The patient was under deep sedation during the ebus procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the reported image issue likely caused the procedure delay. However, the reported failure could not be confirmed. Therefore, the root cause of the event could not be determined. This supplemental report includes a correction to b5 to include information that was inadvertently not included on the initial medwatch. Olympus will continue to monitor field performance for this device.